Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, pacemaker removal was due to skin evisceration around and with the scaling plug exposed. There were no additional adverse patient effects reported. The rv lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.